Manufacturer narrative:
A ge service representative performed an onsite investigation. The generator interface pcb, fluoroscopic functions pcb and backplane were evaluated and replaced. The 5 vdc power supply was also evaluated, replaced adn calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited multiple errors and locked up. No patient serious injury or death was reported related to this event.